Event description:
Caller alleged discrepant results compared with the lab. Pt went to the hospital because he had a fever.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 1.4, reference: 2.8, mean: 2.10, confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. The 1.6 and 7.0 inr are excluded from comparison test since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Pt has kidney issue and cancer. Current pt's health status may affect test results and cause inaccurate inr results, as indicated on user guide and technical bulletin (B) (4). Recent investigation on strip lot #224380 from a previous case met accuracy criteria. No further investigation will be pursued. Accuracy: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot #224380 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further investigation will be pursued. Conclusion: data analysis of mean calculation from relevant comparison test data provided by end-user revealed reference test values were outside of the higher confidence limit for inr testing. No product is expected to be returned. Accuracy test record was reviewed. Product deficiency was not established in retain strip lot #224380. Testing was performed on a previous case (B) (6) 2010. Pt's conditions (kidney infection and cancer) may affect inr test result. There is insufficient info to determine the root cause of customer's test result discrepancy. As of 03/16/2010, 11 discrepant result complaints were reported for lot #224380 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.